Event description:
It was reported that it was impossible to deflate the balloon to remove the device. The doctor performed an fiberoptic endoscopy to deflate the balloon and remove the device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.